Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. As part of the evaluation, the stm performed functional checks and the iabp would not pass autofill calibration. To address this issue the stm trimmed tubing at connection for iab fill port on condensation removal module attached to safety disc for snugger fit on connector. The stm then performed autofill calibration and tested the iabp with test balloon. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that an autofill error occurred and could not take cs300 intra-aortic balloon pump (iabp) out of test mode. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.